Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert due to backup vvi mode. A down load was performed successfully.